Event description:
It is reported that in (B)(6) 2011 the pt was implanted with the catheter via right vein. (B)(6) 2011, the pt found the catheter's cuff failing off. Pt went to the hospital to remove the catheter and change another catheter via left vein.

Manufacturer narrative:
According to the incident questionnaire contained in this file, "it is reported that in (B)(6) 2011 the pt was implanted with the catheter via right vein. (B)(6) 2011, the pt found the catheter's cuff falling off." The complaint of a detached surecuff and heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of reug1150 showed no other similar product complaint(s) from this lot number.